Manufacturer narrative:
Per the clinic, the patient experienced pseudomonas soft tissues post-operative infection at the postauricular implant site. Subsequently, the patient was administered with oral antibiotics for a duration of six weeks (specific date not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to a skin infection. Reimplantation is planned but had not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.